Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 20 mm, and the length from the proximal non-aneurysmal iliac neck was 170 mm. The aneurysm neck was reported to be 2 cm in length. Vessel morphology is unknown. It was reported that the distal part of the sheath recaptured the runners and some of the distal part of the stent graft. It was reported that the physician pulled the runners too quickly and firmly, and the stent graft was pulled out of the aneurysm neck approximately 2.5-3 cm and into the aneurysm sac. Two aortic cuffs were implanted to ensure a proximal seal. Final angiography demonstrated a possible branch of type 1 endoleak. It was reported that there was a successful outcome with exclusion of the aneurysm. No endoleak was reported at the one-week f/u. No clinical sequelae were reported, and the pt is reported to be fine.